Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer reported that the pads could not be attached during an event because the CPR adapter would not fully connect to the multifunction cable (mfc). Photos provided by the customer showed that the cable connector was damaged, preventing the CPR adapter from seating and resulting in a delay while alternative accessories were obtained. The exact cause could not be determined. The customer was advised that while CPR adapter is required for CPR feedback, therapy can still be delivered by connecting the pads directly to the mfc. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes pads would not connect to the multi-function cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. However, it was not attributed to the device failure.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.